Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code f1903 medical device problem code a150203, a150202, a01

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 62 year-old male patient undergoing protected percutaneous coronary intervention (ppci) and presenting in society for cardiovascular angiography and interventions (scai) shock stage e, prior to initiation of support. Hematuria was noted while awaiting transfer to the intensive care unit. An echocardiogram was performed, demonstrating the pump positioned at a depth of 4.6 cm. Repositioning was not done at this time. Following transfer to a secondary hospital hematuria persisted and a bedside echocardiogram was performed to evaluate device positioning. The impella performance level was decreased to p-2 and the device was repositioned to a depth of 2.5 cm. An impella in aorta alarm occurred, and the device was noted to be out of the left ventricle. The catheter was advanced to 3.6 cm, which resolved the alarm. Bedside echocardiography demonstrated a small left ventricular cavity with septal bowing (lv internal diameter in diastole "[lvidd]" measured at 4.7 cm). Approximately 15 minutes later, the impella in aorta alarm recurred without patient mobilization. A chest x-ray demonstrated no slack in the catheter, with the pump appearing to rest along the lesser curvature of the aorta. Repeat echocardiography showed the device at a depth of 2.9 cm, and it was repositioned to 3.4 cm, resolving the alarm. However, approximately 10 minutes later, the same alarm recurred. At each occurrence of the alarm, the bedside registered nurse decreased the impella performance level to p-2. During live echocardiographic visualization, attempts were made to increase the performance level, and oral suctioning via the endotracheal tube was performed to assess for migration. Suction events were observed at p-7, along with catheter migration associated with patient coughing and suctioning maneuvers. Due to recurrent positional instability and alarms, the device was explanted. The patient survived following device removal. Device removal and hematuria is likely related to the patient¿s small left ventricular cavity device repositioning.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position was most likely patient condition related since the patient had small lv cavity size. The cause of difficult to position was most likely patient condition related since the patient had small lv cavity size.